Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and neoplasm malignant ('tumor / teratoma / cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test". Medical conditions: current weight (B)(6). Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines / headaches"), flank pain ("side pan"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches/ head pain") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor / teratoma / cancer"), weight increased ("weight gain"), teratoma ("tumor / teratoma / cancer") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral),removal of essure and fallopian tubes clamped.). At the time of the report, the abdominal pain, hormone level abnormal, gastrointestinal disorder, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, flank pain, nausea, tooth disorder, nervous system disorder, dyspareunia, neoplasm, vaginal discharge, fatigue, weight increased, headache, vulvovaginal pain, teratoma and neoplasm malignant outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dyspareunia, fatigue, flank pain, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, neoplasm, neoplasm malignant, nervous system disorder, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in current pfs plaintiff claimed that she had not removed essure or any part of essure but in same document it was mentioned that hysterectomy (full) on (B)(6) 2012 with removal of essure and fallopian tubes clamped. Discrepancy noted in date of insertion-(B)(6) 2016 in current pfs but in summons the date of insertion is (B)(6) 2010. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received- new events hormonal changes, bladder infection, urinary tract infection, vaginal infection, bladder problem, urinary problem, migraines/headaches, nausea, dental problems, neurological conditions or problems, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition, vaginal pain, side pan, plaintiff did not undergo this test were added. Event injury updated to abdominal pain. New reporter, patient information, medical history were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.